Event description:
It was reported that prior to implant during the helix deployment test, the right ventricular (rv) lead helix initially took a large number rotations before the helix extended. Then on retraction and re-extension, the number of rotations was unpredictable and the helix movement was erratic. The rv lead was not used and replaced. There was no patient involvement.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.